Event description:
On (B)(6) 2010, the patient reported that the down button of her infusion device is no longer functioning. She noticed the issue an hour prior to the report while trying to bolus. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.